Event description:
Per the clinic, the patient experienced pain and swelling at the implant site as well as poor sound quality with and without device use. On (B)(6) 2015, the patient was prescribed a 10 day course of oral antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with a new device. This report is filed october 30, 2015.